Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4) international UDI #. No phone number provided. The service engineer (se) inspected the device and verified the reported issue and replaced the power switch overlay to resolve the reported issue. The device was cleaned and functionally tested. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the power light emitting diode (led) on a v60 ventilator would not illuminate. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.